Event description:
In 2007, a trauma patient was treated for a transection of the thoracic aorta with the gore tag thoracic endoprosthesis. The procedure went without incident, and the patient was discharged. Two days later, the patient experienced claudication in legs and high blood pressure. Imaging revealed there was infolding of the graft. On the same day, a re-intervention was performed. A palmaz stent was implanted in the proximal end of the gore tag device successfully opening the device and restoring blood flow. The patient was reported to be doing well

Manufacturer narrative:
Device remains inplanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.